Event description:
On 04/27/2007, qa/ra manager spoke with beth strait (hygentist) whom was present during the teeth whitening procedure. Beth stated dr. Applied the gingival cover (liquid dam) to the gingival area as required and the gel when dispensed from the syringe was runny. The dentist tried to thicken the solution by applying laser energy to the gel in an attempt to thicken and start activation. By this time, the gel had leaked from the tooth surface to the palate and cause surface burns (white spots). The hygentist rinsed with copious amounts of water and relieved any discomfort the pt was experiencing.

Manufacturer narrative:
According to hygentist, pt left dental office in good standings.